Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a box of bd insyte¿ autoguard¿ shielded IV catheters had 50 packaged products inside with the incorrect material#. The following information was provided by the initial reporter, translated from (B)(6): "when the customer opened the large package, he found that one of the middle packages had the wrong model number.the product was not put into clinical use."

Event description:
It was reported that a box of bd insyte¿ autoguard¿ shielded IV catheters had 50 packaged products inside with the incorrect material#. The following information was provided by the initial reporter, translated from chinese: "when the customer opened the large package, he found that one of the middle packages had the wrong model number.the product was not put into clinical use."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the representative samples and photographs submitted for evaluation. Bd received a full dispenser (50 units) of sealed 20ga x 1.16in. Insyte autoguard units from lot number 1053238. Additionally, four photos were provided for investigation which display a 20ga dispenser inside a shipper box along with three 22ga dispensers. Another photo displayed the shipper box with a label with chinese characters indicating that the shipper box is for 22ga x 1.00in. Insyte autoguard units from lot number 1036298. The returned units were noted to have stickers placed on the bottom side of individual packages. The reported issue was confirmed. A review of device history records (DHR) of both involved lots was performed to determine if the removal of product packaged on the line prior to the involved lots could have led to the reported defect. DHR review found that involved lots were manufactured on different lines, which makes a mix up of dispensers an unlikely event. The device history record review showed no non-conformances associated with this issue during the production of these batches. The stickers seen on the units were placed after production and packaging were completed by the manufacturing plant. Since the units need to be handled post-production to have these stickers placed, it is possible that during this process, the dispenser boxes were mixed up. Additionally, given that the shipper box was opened it is not possible to determine a definite root cause.

Event description:
It was reported that a box of bd insyte¿ autoguard¿ shielded IV catheters had 50 packaged products inside with the incorrect material#. The following information was provided by the initial reporter, translated from (B)(6): "when the customer opened the large package, he found that one of the middle packages had the wrong model number.the product was not put into clinical use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.